Event description:
This is being filed as after the clip (40717u3/(B)(4)) was implanted, it detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet. Although there was no adverse patient effect due to the detached leaflet, if this were to recur, patient injury may occur. It was reported that after the first mitraclip (40717u3/(B)(4)) had been advanced into the left ventricle, the mitral valve leaflets were difficult to grasp due to patient anatomy. Five minutes after the clip was deployed, it detached from the posterior leaflet. Another clip delivery system (cds 40918u1/(B)(4)) was advanced to the left ventricle. There were no unexpected movements/steering of the clip, but while in the left ventricle, the physician had made substantial clip arm orientation adjustments. Due to these adjustments and a pre-existing inferior flail, the clip kept getting caught in the chords. The clip was able to be removed with trouble shooting maneuvers. The mitral regurgitation grade increased from 4 to 4+. It was decided to remove the cds. After the removal the device, the clip was seen to have a piece of unidentified tissue in it. The patient was sent to surgery. Post surgery, the patient was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the explanted clip was discarded. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty grasping the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued to this lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. There were no device issues reported while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets and slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflets and slda appear to be related to patient/procedural conditions, as the challenging patient anatomy of an inferior leaflet flail resulted in difficulty grasping due to the flail gap. Furthermore, the reported calcification of the leaflet, in conjunction with the leaflet flail, likely contributed to the reported slda of the clip, as calcium on the leaflet can affect the clip's ability to grasp the leaflet. There does not appear to be any evidence of a quality deficiency associated with this device. The clip delivery system (40918u1/(B)(4)) is being filed under a separate medwatch MFR number.